Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -14.50 diopter, implantable collamer lens was stuck in injector during surgery. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.